Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver (mother) reported customer received a higher reading on the adc freestyle libre sensor scan compared to the built-in meter. On (B)(6) 2019, the customer obtained a sensor scan result of 150 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader, and experienced symptoms of ¿feeling dizziness and obfuscated sight¿. Customer¿s mother called the hospital and was advised by a doctor to treat the customer with a glass of coco-cola . No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s caregiver (mother) reported customer received a higher reading on the adc freestyle libre sensor scan compared to the built-in meter. On (B)(6)2019, the customer obtained a sensor scan result of 150 mg/dl compared to a reading of 44 mg/dl obtained on the built-in reader, and experienced symptoms of ¿feeling dizziness and obfuscated sight¿. Customer¿s mother called the hospital and was advised by a doctor to treat the customer with a glass of (B)(6) . No further treatment was reported. There was no report of death or permanent injury associated with this event.